Event description:
A customer reported an issue with their insulin pump, prompting them to contact technical support. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.